Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the starclose device after diagnostic procedure. Reportedly, the device failed to deploy and the device was removed. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.